Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. No product was returned for investigation. Data logs were reviewed and the alarm did appear. Since product was not returned, the root cause of the optical signal issue could not be determined.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. During support, the pump generated low placement signal alarms. However, proper positioning was confirmed, the alarms were disabled, and the pump continued to provide circulatory support. No harm to the patient was reported.